Manufacturer narrative:
Olympus technical assistance center (tac) spoke to the customer to troubleshoot the device. The customer reported that no images were displaying from the cv-180 system. Tac advised the customer to select the input on monitor and assign it to rgb. There was no image displayed. Additionally, tac informed the customer to press the picture in picture (pip) and try to reassign the input again to rgb and still no image. Furthermore, tac directed the customer to change the video in and video out cables, once this was completed, the customer confirmed that a video signal was displayed on the monitor with no issues. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during troubleshooting, the high-definition lcd monitor does not display an image. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the event was likely caused by damaged to the cable due to the load on the cable. I.e.: broken wire. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: 10.1 how to distinguish and cope with anomalies, abnormal content: images do not appear. Cause: the monitor cable is broken. How to handle: connect a new monitor cable. 10.1 malfunction: no image: cause: the monitor cable is damaged. Remedy: replace the broken monitor cable with a new cable and connect it.